Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out, broken screw and broken rod. (Related to 3004774118-2018-00016 and 3004774118-2018-00017)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The subject set screws indicated rim wear pattern vs. Windshield wiper marks indicating full rod contact. One had a severe wear groove through the rod interface surface indicating repeated rod wear. A definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out, broken screw and broken rod. Patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00016 and 3004774118-2018-00017).